Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The pod reportedly fell off the insertion site, causing the cannula to dislodge. The patient's blood glucose rose to 400 mg/dl while wearing the pod for between 25 and 36 hours.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The bottom housing and e-seal were checked for damages and no issues were observed. Download data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. No damages or defects were found that would cause dislodging of the cannula. The cause of the reported dislodging could not be determined.